Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer reported a blood glucose reading of 444 mg/dl. The customer stated that she changed the infusion set the night prior to noticing the leaks. The customer stated that she had been noticing leaks for at least one week. Advised the customer that the entire lot of reservoirs would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.